Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump into a pot of oil. Subsequently, multiple cartridge detection notification messages occurred with multiple cartridges. Additionally, a cartridge alarm 25 and an altitude alarm occurred. Customer's blood glucose level was 194mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.